Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery would not power up his monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold a charge) was confirmed. Upon receipt the battery was unable to charge and unable to power up a monitor. The cause for the inability to charge or power up a monitor was corrosion of the pca board. The cause for the corroded pca board cannot be positively determined but is likely contamination due to ingress of an unk liquid. No adverse event resulted from the corroded pca board. The pt received a replacement battery pack.